Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the cause appeared to be use related. One 20cm trialysis catheter with pre-curved extension legs was returned for investigation. The returned device exhibited evidence of use. The molded trifurcation was discolored yellow. The clear extension legs were also discolored yellow. The printing was partially worn from the extension legs. A functional test revealed spraying leaks between the 19cm depth mark and the distal end of the molded trifurcation when both the venous and the power injectable lumens were pressurized with water. When the power injectable lumen was pressurized with water, water was leaking from the venous (blue) luer adaptor, which indicates that the septum between the two lumens was breached. A microscopic examination of the leak sites revealed three y-shaped holes with sharp distinct edges that were observed in the catheter material near the 19cm depth mark. Another y-shaped hole was observed 3mm from the distal end of the trifurcation. The size and shape of the holes were consistent with needle punctures. It was reported that the hemodialysis machine alarmed ¿air in blood¿. It was also suspected that the facility was suturing through the catheter. The product IFU states, ¿the rotatable, pre-attached suture wing is oriented to the skin surface and the catheter is attached using a suture. When placing the catheter, use the removable suture wing to minimize movement at the exit site. 1. Using your fingers, squeeze the suture wing together so that it splits open and place the wing around the catheter near the venipuncture site. 2. Secure the wing onto the catheter by tying sutures around the wing using the suture grooves. 3. Secure the removable wing in place by suturing through the holes or by using adhesive wound closures". Inadvertent device contact with sharp instruments should be avoided to prevent damage to the catheter material. Due to the evidence of use and leak sites that were consistent with sharp instrument damage, the complaint appeared to be use related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient was on hemodialysis and the b-braun machine alarmed ¿air in blood¿. The staff was unable to clear the air so the machine was reset. Again within 10 minutes the alarm ¿air in blood¿ sounded. The blood was not returned. As the staff was investigating they withdrew blood from both lumens and noticed air when drawing from the venous lumen. This line was pulled and examined by myself and the renal attending physician. Upon inspection the venous lumen had two tiny holes in it.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the cause appeared to be use related. One 20cm trialysis catheter with pre-curved extension legs was returned for investigation. The returned device exhibited evidence of use. The molded trifurcation was discolored yellow. The clear extension legs were also discolored yellow. The printing was partially worn from the extension legs. A functional test revealed spraying leaks between the 19cm depth mark and the distal end of the molded trifurcation when both the venous and the power injectable lumens were pressurized with water. When the power injectable lumen was pressurized with water, water was leaking from the venous (blue) luer adaptor, which indicates that the septum between the two lumens was breached. A microscopic examination of the leak sites revealed three y-shaped holes with sharp distinct edges that were observed in the catheter material near the 19cm depth mark. Another y-shaped hole was observed 3mm from the distal end of the trifurcation. The size and shape of the holes were consistent with needle punctures. It was reported that the hemodialysis machine alarmed ¿air in blood¿. It was also suspected that the facility was suturing through the catheter. The product IFU states, ¿the rotatable, pre-attached suture wing is oriented to the skin surface and the catheter is attached using a suture. When placing the catheter, use the removable suture wing to minimize movement at the exit site. Using your fingers, squeeze the suture wing together so that it splits open and place the wing around the catheter near the venipuncture site. Secure the wing onto the catheter by tying sutures around the wing using the suture grooves. Secure the removable wing in place by suturing through the holes or by using adhesive wound closures.¿ inadvertent device contact with sharp instruments should be avoided to prevent damage to the catheter material. Due to the evidence of use and leak sites that were consistent with sharp instrument damage, the complaint appeared to be use related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
It was reported the patient was on hemodialysis and the b-braun machine alarmed ¿air in blood¿. The staff was unable to clear the air so the machine was reset. Again within 10 minutes the alarm ¿air in blood¿ sounded. The blood was not returned. As the staff was investigating they withdrew blood from both lumens and noticed air when drawing from the venous lumen. This line was pulled and examined by myself and the renal attending physician. Upon inspection the venous lumen had two tiny holes in it. It was reported via medwatch received, ""after approximately 15 minutes on the b-braun dialysis machine, machine alarmed "air in line". Air could not be cleared; the blood was not returned and the machine was stripped and reset. Dialysis was restarted and after about 5 minutes the "air in blood" alarm went off. The treatment was stopped; blood was not returned. The staff member slowly withdrew blood from both lumens. Staff members both saw tiny air bubbles filling he syringe when withdrawing blood from the venous side of the catheter".